Manufacturer narrative:
(B)(4). The lot was manufactured from january 31, 2015 ¿ february 2, 2015. The actual device was not received for evaluation. However, a photograph was returned for analysis. Visual inspection of the photograph could not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor "does not appear to be running." This event occurred during filling. The device was compounded with doxorubicin. There was no patient involvement. No additional information is available.